Event description:
It was reported that the touchscreen of a customer's pump was cracked and shattered, rendering it unresponsive and illegible. There was no reported impact on the customer¿s blood glucose level, as the caller declined to answer blood glucose questions. Technical support decided to replace the pump, as it was under warranty, and instructed the customer to use multiple daily injections as a backup insulin therapy. The customer was informed on how to put the pump into storage mode and agreed to return the faulty pump using the provided pre-paid label within ten days.